Event description:
The customer described a lock up situation and thereafter a boot up failure. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys disk and the cine disk were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.